Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concomitant: 4296, lead implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the device longevity was too short. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.